Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for the closed reduction on (B)(6) 2020. As reported: "pt discharged to inpatient rehab (B)(6) 2020. On (B)(6) 2020 pt out of bed unassisted, bent over to pick something up off floor and felt sharp pain in hip. Xray showed dislocation, pt taken to or for closed reduction. Pt discharged home (B)(6) 2020. On (B)(6) 2020 pt presented to emergency department with complaint of hip pain & swelling - pt admitted w/ cellulitis. Pt to or (B)(6) 2020 for I&d - positive wound culture - deep surgical site infection. Pt left against medical advice post-op."

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident insert was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the events: dislocation, I and d, and wound infection appear confirmed. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the events: dislocation, I and d, and wound infection appear confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the closed reduction on (B)(6) 2020. As reported: "pt discharged to inpatient rehab (B)(6) 2020. (B)(6) 2020 pt out of bed unassisted, bent over to pick something up off floor and felt sharp pain in hip. Xray showed dislocation, pt taken to operating room for closed reduction. Pt discharged home (B)(6) 2020. (B)(6) 2020 pt presented to emergency department with complaint of hip pain & swelling - pt admitted w/ cellulitis. Pt to operating room (B)(6) 2020 for I&d - positive wound culture - deep surgical site infection. Pt left against medical advice post-op."